Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged as confirmed through a chest x-ray. There was an increase in threshold measurement of 0.5 to 4 volts as well. The field representative mentioned that it looked like a perforation but the physician did not confirm this allegation and noted that the lead was more in a distal position instead. The lead was repositioned successfully without any patient symptoms reported at procedure. This lead remains in service. No additional adverse patient effects were reported.